Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature attachment: article title "tricuspid regurgitation risk scores in patients undergoing tricuspid valve transcatheter edge-to-edge repair". Summarized patient outcomes/complications of triclip were reported in a research article in a subject population with multiple co-morbidities including tricuspid regurgitation and heart failure. Complications reported included death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article "tricuspid regurgitation risk scores in patients undergoing tricuspid valve transcatheter edge-to-edge repair" was reviewed. The article presented a (prospective, retrospective) (multi vs single center) study, to evaluate the performance of six currently available risk scores (triscore, wang score, sts score, trio score,trivalve score, lapar score) in a large real-world tricuspid transcatheter edge to edge repair (t-teer) cohort for the prediction of 1-year survival. Devices mentioned include mitraclip, triclip, and pascal. The article concluded that although providing predictive value in terms of 1-year mortality, area under the curve and thus predictive accuracy were comparably low for all investigated tr risk scores. Furthermore, the existing scores did not allow the identification of a sub-population of t-teer patients in which the procedure might be high risk or even futile due to excessive 1-year mortality rates. [The primary author and corresponding author was lukas stolz at german center for cardiovascular research (dzhk), partner site munich heart alliance, munich, germany with corresponding email: lukas.stolz@med.uni-muenchen.de. The time frame of the study was 2016 to 2023. Say not confirmed or reported if applicable. A total of 385 patients were included in this study, of which an unknown amount received an abbott device. Comorbidities included tricuspid regurgitation and heart failure. Peri and post-procedural complications included death.